Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Secondary surgical intervention, lens exchanged for a longer lens. Per dfu for this lens model, vicl's are contraindicated of implantations of a lens in an eye with an anterior chamber depth (acd) less than 3.0 mm. Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -9.0 diopter, in the patient's right eye (od) on (B)(6) 2014. The lens was explanted on (B)(6) 2016 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved. During patient's last visit on (B)(6) 2016, the patient's best corrected visual acuity (bcva) was 20/20 and uncorrected visual acuity (ucva) was 20/20.

Manufacturer narrative:
Additional data: device evaluation: product evaluation found that the lens was returned dry in the lens case/vial with clear surgical residue/debris on product. Visual inspection found the haptic bent. (B)(4).